Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding other patients. It was reported that "not even a year ago" a bunch of patients at the physician's office had to have their pump drained because "people were overdosing". Omitted information pertaining to pump flip in (B)(4).